Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 3 months and 20 days after the dental implant was installed in intraoral region 20#, its non- osseointegration was observed and occlusal overload has occurred. Moreover, 30n.cm of primary stability was achieved, the patient presented bone type iii and immediate load procedure was performed.